Event description:
It was reported that a user in the first week of ilet pump use experienced recurrent low glucose episodes, including a documented glucose of 73 mg/dl with low-symptom awareness, improving to 83 mg/dl after oral carbohydrate treatment, and received education that the pump targets 70¿180 mg/dl and suspends insulin below range while the algorithm continues to learn insulin needs. Symptoms included hypoglycemia with associated low-glucose sensations. Outcomes included resolution of the low with oral fast-acting carbohydrate and no alerts, no alarms, and no hospitalization. Investigation included troubleshooting and user education on treating lows with 10 grams of fast-acting carbohydrate and retesting via fingerstick after 15 minutes, as well as review of pump behavior within target range and automated insulin suspension. Investigation of this case revealed no device alarms or malfunctions and that the pump operated as designed while adapting to the user¿s insulin requirements, with hypoglycemia likely related to early algorithm adaptation or user-specific factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.